Manufacturer narrative:
No conclusion code available. The lead was stuck in the header due to the presence of anomalous soft semi-clear material that resembled silicone at the ring connector block of the right ventricular (rv) lead bore. The material conformed to the diameter of the lead bore and it adhered to the silicone seal outboard of the ring contact spring and it also was embedded within some of the coils of the spring. The device longevity was evaluated and it was found normal.

Manufacturer narrative:
(B)(4). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016. (B)(4).

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. During the replacement procedure, a non-abbott lead could not be removed from the header of the device. The header was drilled open to remove the lead and successfully connected to the replacement device. The patient is well.